Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. Programming changes were recommended. The patient was reported to be asymptomatic and the changes were to be made during the patients next in-office follow-up.

Event description:
New information received notes that the patient received an inappropriate shock for atrial tachycardia. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
Correction: date of event - the date should have been (B)(6) 2016 rather than (B)(6) 2016.